Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the slalom pta .018 hp 40 3x4 was used but it ruptured. It was replaced with another unknown device and the procedure continued. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d4,g4,g6,h1,h2,h3 and h6. This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot# 82202406 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further reviewed of additional information received the following sections have been updated accordingly :g3g4,g6,h1,h2,h3 and h6 as reported, the slalom pta .018 hp 40 3 x 4 was used but it ruptured. It was replaced with another unknown device and the procedure continued. There was no reported patient injury. The product was returned for analysis. One non-sterile slalom pta .018 hp 40 3 x 4 percutaneous transluminal angioplasty (pta) was received for analysis inside a plastic bag. Per visual analysis, an axial burst was observed on the middle area of the balloon. No other physical characteristics could be observed at the naked eye. Balloon inflation testing was not performed due to the ruptured condition of the unit in which it was received for evaluation. Per microscopic analysis, sem analysis was performed, results showed that the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface probably led to the ruptured condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82202406 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. However, the exact cause cannot be determined. The balloon was noted to have an axial burst with scratch marks leading up to the ruptured area. It appears the balloon material was damaged due to calcified spicules located on the lesion or by an external mechanical force. Therefore, based on the available information it is likely vessel characteristics and/or procedural factors, although unknown, contributed to the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.